Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 at 20:25:37. During night drain cycle 5, the patient's ultrafiltration reading was 1003ml, indicating the home patient (hp) drained 1003ml more than their maximum programmed fill volume of 1100ml. This information meets iipv criteria. No patient injury or medical intervention is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The assignable cause was the patient bypassed a negative uf alarm. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.